Event description:
It was reported that when using the bd pyxis¿ es server, multiple devices were unable to authenticate user logins. An "unable to authenticate" error message was displayed, preventing access to the devices. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, it was determined that the devices were unable to login. A technical support specialist (tss) communicated the urgency of updating the certificates and coordinated with the appropriate internal teams to expedite the request. Tss confirmed that the problem was caused by the customer information technology department updating a server security certificate without notifying bd in advance. The tss ensured that the request was marked for priority handling and advised that follow up should be completed within the same time zone to avoid delays. The tss noted that certificate renewals require a two-week lead time and indicated that this requirement should have been communicated earlier. The tss confirmed that application and pyxis logistics certificates were updated successfully on all devices as requested. The system functioned as intended after technical support specialist troubleshot the device.